Manufacturer narrative:
Patient identifier = sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported (B)(6) architect anti-hbs results on one patient. The results provided were: sid (B)(6): initial = (B)(6) / retest = (B)(6). There was no reported impact to patient management.

Manufacturer narrative:
An investigation was performed and identified a deficiency for specific lots of architect reaction vessels (ln 07c15-03), including lot 000177123 in this event. An increase in complaint activity resulted in identifying a product deficiency of certain lots of the architect reaction vessel. However, the investigation determined that the impacted lots were not distributed in the us, and therefore no further action in the us is warranted.